Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was previously reported (via manufacturing report #3007566237-2016-00184) that a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported during implant there was partial breakage of the electrode. The event was linked to the procedure. No diagnostics/troubleshooting were performed. The ¿soul¿ part of the electrode had been removed and only the peripheral part of the electrode was still inserted into the intrasacral. No action was taken and the issue was not resolved. Relevant medical history includes idiopathic functional urinary incontinence since 1970. Follow up is being conducted to clarify what meant by ¿the ¿soul¿ part of the electrode had been removed and only the peripheral part of the electrode was still inserted into the intrasacral.¿ if additional information is received, a follow-up report will be sent. Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported partial breakage of the old lead was removed; only the core of the lead was removed and the peripheral part remained instrasacral. Additional information received reported the electrode had been changed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.